Event description:
It was reported that one of the arms on the distractor is locking up and not working correctly.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, one arm is stuck had its angle cannot be changed. The ratcheting mechanism functioned as intended. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear.